Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected device codes. Evaluation summary: (B)(4) this lead was returned in segments. Analysis revealed that the distal conductor is fractured. The defib conductor was distorted and fractured. The outer tubing overlay was melted. This report is based solely on device return and analysis.